Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm (B)(4) issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. Additionally, it was reported that there was chip on the screen of the pump. The reason for the chipped screen was unknown. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer did not have an alternate method of insulin delivery available and declined follow up from tandem technical support.